Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his daughter experienced high and low blood glucose. The customer¿s blood glucose level was rising to 500 and 300 mg/dl and declining to 51 and 54 mg/dl. The customer was treated high with pump as well as manual injection and lows with the juice. The insulin pump will not be returned for analysis.